Event description:
(B)(4) service and repair-reporter stated the 530.605 (battery reamer/drill) runs in the off position and does not run in the reverse position. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed (B)(4) 2014. The customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the battery reamer that it runs in off position and will not run in reverse mode. Evidence suggests this is due to usage wear over time. Implant/explant date: device is an instrument and it is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)